Manufacturer narrative:
During inspection and testing, service confirmed there was a leak at the top of key switch #1 due to a tear. In addition, service found the control unit was scratched. The air/water cylinder and suction cylinder were deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the cover sleeve of key switch #1 of the subject device was torn while they were attempting to remove a clogged suction valve. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material clogging the biopsy channel and the suction tube. This report is being submitted for the malfunction found by service during the device evaluation (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by the following factors: ·reprocessing method performed by the user facility differed from instructions for use (IFU) recommendation. ·the facility staff was less trained in device handling, device handling before returning and reprocessing in accordance with IFU. The following is included in the IFU and may have helped prevent the event: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." "Be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.